Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that in three separate instances the physician stated the device did not form a complete anastomosis and he had to oversew to complete the case. The patient is okay, from the information I could gather. The patient does not have any consequences related to our product. No other information is available.